Event description:
It was reported from surgeon that an edwards mitral bioprosthetic valve was explanted due to stenosis and pannus growth after an implant duration of approximately seven (7) years. Patient is reported as stable post the redo (explant) procedure. No additional information was provided.

Manufacturer narrative:
Device evaluation summary: the explanted device was returned and evaluated; moderate calcification was observed in the cusp areas of all three leaflets. The free margins of all three leaflets exhibited minimal calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate at both the stent inflow and stent outflow. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Commissure 3 wireform was exposed on the outflow aspect. Sewing ring was also cut near leaflet 1. Commissure 2 sewing cloth was also torn at the stent. These damages are most likely due to explant. Patient records and medical history was requested but not yet provided. Report of bioprosthetic valve stenosis was confirmed through device evaluation and was found to be primarily caused by calcification and pannus growth. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.